Event description:
It was reported that via merlin.net transmission, a high, out of range high voltage lead impedance alert was received. Review of session records revealed a gradual increase in impedance over the past six months. Further evaluation was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.